Event description:
Plaintiff alleges that from her exposue to latex medical gloves, she developed a latex allergy. She alleges that she has therefore developed serious, severe and permanent bodily injuries, including but not limited to, the development of latex hypersensitivity, hives. Dermatits, diarrhea, vomiting, throat soreness, fatigue, extreme discomfort, depression and emotional distress. Plaintiff's husband alleges loss of services, consortium, financial support and the care and comfort of his wife's society.